Event description:
Reportedly, the home monitor turns to orange light when connecting and turns off after a short time despite several resets.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation results: - returned device investigation confirmed the reported issue: - at reception the device was tested. - the home monitor turns to orange light when connecting and turns to permanent red pit button after a short time. - log files have been extracted and send for r&d analysis. - analysis of the extracted log files revealed that the observed issue most probably resulted from a communication issue with the sim card. - based on available data, it is suspected that the device is out of order due to an issue at sim card level because either: - the sim card has been removed or is wrongly inserted; - there is a false contact at the level of the sim card; - there is a hardware issue like disconnection between the modem and the sim card. - however, the root-cause could not be determined with certainty.

Event description:
Reportedly, the home monitor turns to orange light when connecting and turns off after a short time despite several resets.